Event description:
The customer reported the left screen was gray and a loss of x-ray functionality. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the battery pack, igbt snubber assembly and filament driver board. Performed filament calibration.